Event description:
During the implantation procedure, the stylet pierced through the coil on this lead. Therefore, it was not implanted. Note: qa was not notified of this event until june 4, 2010.

Event description:
Additional information received from (B)(4) poison control on 22-sep-2010: patient information: gender - male. Age - (B)(6). Patient identifier - (B)(4). All products used during surgery (meds, sutures, synthetic hemostatic product, etc) from all manufacturers were researched. Apparently, two of the injectable meds he was given during surgery contained peg 400, propylene glycol, and 2% benzyl alcohol. It is unknown if the patient was sensitized (allergic) to proteins of bovine origin. According to the notes, patient was given ativan and went into anaphylactic shock. The doctor is trying to determine if the sutures contain polyethylene glycol . The notes indicate that the patient has had severe allergic reactions to polyethylene glycol in the past such as anaphylaxis from go lytely and dermatitis from deodorants. Lot number of the product used: unknown. (B)(6).

Manufacturer narrative:
(B)(4). Baxter medical assessment: patient with confirmed allergy to propylene glycol developed an anaphylactic reaction in immediate temporal relationship to the administration of lorazepam (ativan). It appears that there is no reasonable temporal relationship to the intraoperative application of floseal. The review of clinical circumstances does not suggest that floseal has caused or contributed to the anaphylactic reaction. (B)(4).

Event description:
Poison control called asking if floseal contained propylene glycol, as a patient who had brain surgery is having an allergic reaction to it and she was checking everything on the list the patient used. She is suspecting that the propylene glycol might have caused the reaction. No other information was given.

Manufacturer narrative:
(B) (4). Baxter medical assessment: while floseal does not contain propylene glycol, the bovine origin of the gelatin granules may exceptionally trigger allergic reactions to the extremely low immunogenic gelatin. This is also why the use of floseal is contraindicated in bovine protein sensitized patients. A follow-up submission will be sent upon receipt and evaluation of the follow-up information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to obtain to additional information regarding this case from the reporter. No response was received.